Manufacturer narrative:
Needleless connector used is the carefusion smartsite needle free valve. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen power-injectable PICC was placed on (B)(6) 2018 in the left antecubital region secured by sutures, centurion sorbaview shield and an arm immobilizer. On (B)(6) 2018, both the purple and white lumens were found leaking where the catheter meets the hub. A needleless connector was used for single and continuous infusions. As reported, the patient did not experience any adverse effects due to this occurrence, however, an additional procedure was required to replace the line.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. Visual inspection confirmed the extension tubing was partially separated from both the white and purple hubs. Investigation: a document-based investigation reviewed the following: instructions for use, quality control specifications and manufacturing instructions. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record revealed no related non-conformances. A complaint history review revealed three similar complaints have been reported for leakage and cracked fittings. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Conclusion: based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigate this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case. The final report submitted on 27jun2018 remains unchanged.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information attached files, b5 this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [FDA_mw5080167.pdf]